Event description:
The pt was extremely critical. After iabp for 2-2 1/2 hrs, the "gas leaked" alarm sounded from the pump and the balloon leaked. Blood was noted in the tubing. The pt coded and went on to expire with iab in place. The contact stated that it was unk if the event contributed to the pt's death. The contact also stated that the iab would not be released to co for eval. At this time. (Event complications: unk-reported 3/26/97. (Pt's current status: expired-rpt'd 3/26/97.)